Event description:
It was further reported by the healthcare professional that the patient¿s symptoms resolved 1 month and 2 days following treatment.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling and firmness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions: ¿ juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Adverse events: ¿device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). Health care professional instructions: ¿juvéderm voluma® xc injectable gel is a crosslinked, robust, injectable gel formulation, injected using a 27g ½" or 25g 1" needle to volumize and contour the cheek for correction of mid-face volume deficit. ¿with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. ¿patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. Patient instructions: ¿ within the first 24 hours, patients should avoid strenuous exercise and extensive sun or heat exposure. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the treatment sites

Event description:
Healthcare professional reported that a patient was injected with two syringes of juvéderm voluma® xc and received one syringe in each cheek. A little more than 4 months later, the patient developed "swelling and firmness" at the injection sites. About 3 weeks after symptom onset, healthcare professional "aspirated the area and nothing came out." On the same day, the patient was provided a medrol dose pack and augmentin for treatment.